Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around the objective lens had a chip. A root cause for the probe malfunction could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A root cause for the adhesive malfunction could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had a damaged transducer. The event occurred during reprocessing. There were no reports of patient involvement.